Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic and the clinician turned the vip on to discourage ventricular pacing. After the patient left the clinic and while driving, the patient experienced blurry vision and passed out. The patient woke up on the side of the road and hit the brakes but fortunately did not sustain any injuries and/or cause an accident. The patient later presented to the clinic and attributed the symptoms the patient felt due to pacemaker mediated tachycardia. The clinician turned off the rrpvarp feature.